Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe, cellulite like edema, induration, redness and inflamed" and physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine on the cheeks in both "prezygomatous areas." The injection was given in the "deep epperiosteal plane (sub muscular)." Approximately two weeks after injection, the patient visited a clinic and had developed "severe, cellulite like edema" and was seen with "red, swollen, indurated and inflamed left prezygomatic and left lower eyelid." Patient was taken to the emergency room where they received treatment of "IV antibiotics." Patient was also prescribed a "home treatment IV" and clindamycin. About 20 days after symptoms developed, the patient's "inflammation has gone down" and "seems better."